Manufacturer narrative:
(Gi bleed leading to secondary intervention) eval: results: inherent risk or procedure (gi bleed).

Event description:
One endeavor sprint drug-eluting was implanted in the mid lad. Pt was asymptomatic/free of symptoms at 30 day follow up. A spontaneous gi bleed is reported to have occurred approximately one month following index procedure. It is reported that due to bleeding event, a prbc transfusion of two units was required. Investigator has indicated that event was not related to the study stent.